Event description:
The end user reports that the device is heating the fuse up too much. States the fuse will blow and not allow the chair to charge. After using chair the fuse will become hot to the touch and smell like it is burning. The heating of the fuse is causing the connections to weaken and create a tight seal on the chair. Gave the end user some options for current model chairs that may work for his needs.